Event description:
The customer reported that the monitors were blanking out and there was a noisy tube.

Manufacturer narrative:
The ge service rep found a loose fiber video cable connector to display the adapter. He ordered a new cable and x-ray tube. He installed a new tube and video cable then performed a filament calibration. The system is operating as intended.